Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 3.4 mmol/l at time of incident. Customer states they were at the store when pump alarmed a red x on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The customer was advised the request to replace the pump has been sent to local office. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error (open book) alarm and unable to download due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.